Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7079069.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced overstimulation in her feet and high impedances were discovered on all contacts of the lead. Therefore, the patient underwent a lead revision procedure during which both leads were explanted and replaced. The patient was recovering as expected postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.